Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, it was obseved the pump segments were not glued on the support plate. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause is due to the pump segment of the tubing not being adequately bonded to the support plates. There is little to no trace of solvent to achieve this bonding. The pump segment of tubing could remain in place in the sockets on the support place due to the friction between the tubing and the socket since the outer diameter of the tubing is of similar size as the socket. This allowed the defect to remain undetected at the integrity test performed on each set during assembly. However, this friction is not enough for the pump segment of tubing to remain connected to the support plate once the set is loaded on a prismaflex or prismax monitor, and the monitor¿s pump rotors apply pressure on the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a disconnection of the replacement pump tubing of a prismaflex m150 set during an unspecified step prior to patient use. There was no patient involvement. No additional information is available.